Event description:
It was reported that lesion delivery failed due to the catheter temperature being too high error. When the catheter was inspected, a crack and leak were noted in the irrigation to the catheter. During an atrial tachycardia ablation procedure to treat supraventricular tachycardia, an intellanav stablepoint catheter was selected for use. While preparing the catheter, the irrigation appeared to be normal; however, lesion delivery failed due to the "catheter temperature too high" error. Subsequently, the catheter was inspected, and a crack and leak were noted in the irrigation to the catheter. Another of the same device was used, and the procedure was successfully completed without patient complications.